Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
One single dpt kit was returned for examination. Dry blood was visible inside of the pressure tubing. The reported event of contamination was found inside of the tubing was confirmed. A group of unknown dark brown particulates were found attached to the inner wall of the pressure tubing. The particulate was approximately 0.09"x 0.15" in size and 15cm proximal from the distal pressure tubing connector. The particulates maintained attached to the tubing surface and did not move during 5 minutes of continuous flushing. A supplemental report will be forthcoming when the chemistry results are completed. It is common clinical practice to inspect all products before usage. Additionally, these products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. In this case, the particulate was noticed before use. Chemistry results are pending. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Event description:
As reported, during the set-up of this disposable pressure transducer, a foreign object was found inside of the tubing. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
The ir spectrum of the dark brown particulate noted in the disposable pressure transducer during set up showed a similar absorption characteristic when comparing to pvc like material. The noted particulate was not able to be flushed out during 5 minutes of continuous flushing. Investigation found that the potential root cause for this nonconformance could be a supplier material defect. As this defect cannot be generated at our manufacturing process.